Event description:
It was reported that following an afib procedure, while the patient was in the holding room, it was noted that the patient's blood pressure was dropping, and the patient's heart function decreasing. An echocardiograph was performed that showed pericardial effusion had occurred. The physician was notified and patient was brought back to the lab for a pericardiocentesis procedure. The patient was sent back to the holding room for observation. The patient was discharged a day later. Patient had fully recovered. Prognosis was satisfactory. Patient was reported on coumadin and had a high inr.

Manufacturer narrative:
Investigation still in progress. A supplemental report on device evaluation will be submitted once it is completed.